Manufacturer narrative:
Manufacturer report: root cause identified: no. This kind of rupture has been observed when the syringe does not fit well into the pressure sleeve. This could generate crack at the tip of the syringe. Conclusions: device history record for assemble process was reviewed and no nonconformance reports were originated during the manufacturing of this lot number. This syringe part number 900103 was assembled with barrel part number 900130 lot numbers 306284, 307994 and 301930, no conconformance reports were originated during the manufacturing of these lot numbers. The barrel was measured and the outside diameter is out of specification in the bottom of the barrel. Corrective actions: a CAPA was opened, and it addresses syringes that do not fit well into pressure sleeve, for barrel 900130 and 900120.

Event description:
Covidien germany reports that three customers had problems during the use of the syringes: the syringes burst.